Event description:
It was reported that there was a manipulation, infection and removal of components.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown n2vac. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.